Event description:
It was reported that at the end of a total knee replacement at the user facility, it was noticed that the bottom tear away portion of the toga was already torn. As a preventative measure, the pt was administered antibiotics when the tear was noticed. There were no other known adverse consequences to the pt and no delay alleged with this event.

Manufacturer narrative:
The product has been discarded by the user facility and will not be returned to the manufacturer for analysis. It is not possible to determine the cause of the reported event without an evaluation of the product.